Event description:
Complainant alleged that there was no device power-up when the clinicians were setting up the device for possible use on a pt (age and gender unknown). There was no indication from the complainant of any adverse effect on the pt.